Manufacturer narrative:
The colonoscope was returned to the authorized repair center where it was evaluated. It was found that a seal surrounding the left objective lens had failed, potentially allowing minor fluid invasion into the distal tip of the endoscope. The endoscope was repaired and returned to use.

Event description:
It was reported that the center screen of the displayed image turned completely blue during a case, obscuring view of the anatomy. There was nor report of any health consequence for the patient.